Manufacturer narrative:
(B)(4) ¿ urinary problems. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced urinary problems, dyspareunia, infection and neuromuscular problems. It was reported that the patient underwent trimming of vaginal mesh on (B)(6) 2011 due to dyspareunia and infection. No additional information was provided.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent revision of vaginal graft due to exposure on (B)(6) 2011 by (B)(6), md at (B)(6). No additional information was provided.